Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, no water flow was observed from the air/water flow system of the colonovideoscope though air flow was normal. The issue was found during pre-use inspection. All the scheduled tests for the day were cancelled. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correct h4. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported problem was not reproduced. Upon inspection of the device, there were no clogs, the amount of water/air supplied was within specifications, and there were no abnormalities in the air/water supply even while shaking the insertion section and universal cord. Although the reported problem was not duplicated and no problem was found with the scope, the following information was provided to the customer regarding possible causes for the reported issue. Contamination of cellulose, silicon rubber, or foreign material due to insufficient rinsing of chemicals inside the channel (possibly resolved by washing, air/water supply operation)/ the packing of the air/water supply button is cut. Pushing force of the air supply/water supply button (continuous operation in a half-pressed state instead of pushing into). Abnormalities on the light source side abnormalities of the water supply bottle (adherence of foreign material, lack of sealing or improper installation). Olympus will continue to monitor field performance for this device.